Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing, undersensing, and high out of range pace impedance measurements. The patient did not require rv pacing. The device was reprogrammed to unipolar and the plan was to check the system again at follow-up. No adverse patient effects were reported.